Manufacturer narrative:
(B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a nine (9) month post operation follow-up the surgeon found that the zipfix implant was protruding. The surgeon could feel the bulging head of the implant through the skin of the patient. On (B)(6) 2019, the patient underwent a coronary artery bypass grafting (CABG) and the sternal zipfix was used for sternal closure. The sternal closure was performed with four (4) sternal zipfix in the sternal body and stainless-steel wire in manubrium at the distal end of sternum. It was noted that post-operation, that the sternum bone was healed. On (B)(6) 2020 removal of the zipfix implant was performed. During intra-operation it was noticed that the implant in the distal end of sternum was loosening. The implant which was inserted into the locking head of the implant was opening. The patient was reported as stable after the procedure. This report involves one (1) sternal zipfix with needle sterile / 5 pack. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 08.501.001.05s, lot: 3l25594, manufacturing site: bettlach, release to warehouse date: april 11, 2019, expiry date: march 01, 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: minor marks can be seen on the ridge side of the implant. Additionally, there is a small amount of wear on the latch within the locking mechanism. Functional test: the functional test could not be performed as the returned par was too small to re-insert into the locking mechanism to test the locking/tightening ability of the implant. The material had become too stiff to bend appropriately into the mechanism. This could be due to use within the body, or other use factors. Dimensional inspection: not required per selected investigation flow. Document/specification review: the dimensions on this drawing were reviewed in detail. All dimensions are acceptable and do not indicate any error or misdesign. Summary: after a visual inspection, the complaint condition cannot be replicated. There were small portions of wear on the returned part, which might have indicated a potential for misuse. The functional test could not be conducted as the returned part was too small and too stiff to replication the locking feature. After a full drawing review, no design defects were detected. No action is required, as the complaint cannot be replicated, and no design defects were detected. The surgical technique guide was also reviewed. Step 5 cautions that when securing the sternal zipfix, the cut end must not be inserted at an angle. Additionally, the user is cautioned against using excessive force of forceps when trying to tighten the implant. Additionally, the user is indicated to ensure the zipfix is properly oriented prior to insertion into the locking head. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.